Event description:
Revised acetabular liner and femoral head on rejuvenate stem due to aggravated hip pain. Surgeon did not comment on any specific device that instigated the revision.

Manufacturer narrative:
The following other hip devices were also listed in this report: ti sleeve for alumina head mmdmhn; cat# 17-0000e; lot# mmdmhn, delta c-taper head 36mm +2.5 42683302; cat# 18-3625; lot# 42683302, it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
Revised acetabular liner and femoral head on rejuvenate stem due to aggravated hip pain. Surgeon did not comment on any specific device that instigated the revision.